Event description:
Per the audiologist in 2007, electrode impedance testing at the clinic showed the ball electrode was open circuit. The patient's sound processor was reprogrammed so that the ball electrode was not used. The audiologist reported about two days later, that the patient was hearing well with the new sound processor program. Results of an integrity test done at approximately two weeks later were consistent with normal receiver/stimulator function with an intermittent open circuit on the ball electrode. The patient continued to use the device. Per the audiologist's report about one week later, explantation/reimplantation is planned, but had not been scheduled.

Manufacturer narrative:
This type of event is addressed in the device labeling.